Event description:
Per the clinic, a wound had developed at the implant site, exposing the implanted device. Subsequently, a revision surgery was performed on (B)(6) 2024 under local anesthesia in order to repair the affected site.